Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the trigger button was depressed and the click was heard when the clip was deployed; however, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.